Event description:
It has been reported to philips that the system did not boot up. It froze at the 0:00 count down screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that the system didn¿t boot up. Review of the system log file didn¿t show any issue. No further information regarding the issue has been provided. No service has been performed by philips since the onsite work order was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Evaluation method code was corrected.